Event description:
Legal counsel for patient reports that patient underwent right total hip arthroplasty on (B)(6) 2007 and that a subsequent revision procedure occurred on (B)(6) 2013 due to patient allegations of pain, soreness, dysfunction, dislocation, loss of mobility, elevated metal ions and metallosis. This report is based on patient allegations and the allegations are currently unknown and unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: number 1. Material sensitivity reactions, number 8. Dislocation and subluxation due to inadequate fixation and improper positioning, number 14. Intraoperative or postoperative bone fracture and/or postoperative pain, and number 15. Elevated metal ion levels have been reported with metal on metal articulating surfaces. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04050 / 04051).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿

Event description:
Legal counsel for patient reports that patient underwent right total hip arthroplasty on (B)(6) 2007 and that a subsequent revision procedure occurred on (B)(6) 2013 due to patient allegations of pain, soreness, dysfunction, dislocation, loss of mobility, elevated metal ions and metallosis. This report is based on patient allegations and the allegations are currently unknown and unverified. Additional information provided in patient medical records indicates right hip revision performed on (B)(6) 2013 was due to pain, loss of range of motion, and progressive deformity. The patient's operative report noted pathologic synovitis and instability.